Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacture's device displayed shock impedance measurements greater than 125 ohms. The patient was seen in clinic for device testing. The clinician reported that the shock impedance measurements had been trending around 100 to 120 ohms. It was reported that the patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.